Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a thrombus adhesion was confirmed on the proximal side of the electrode upon removing the catheter from the patient. During posterior wall and box ablation, ¿temperature too high¿ occurred 4 times. When the qdot micro¿ catheter was removed from the patient's body, thrombus adhesion was confirmed. After flushing, ¿temperature too high¿ occurred once, but the procedure was completed without any problems. Vitals were unchanged. The patient was discharged to the general ward. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. No thrombus/clot was identified on the device's tip. The temperature and impedance test were performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. Monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Manufacturer narrative:
On 5-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1 initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a thrombus adhesion was confirmed on the proximal side of the electrode upon removing the catheter from the patient. During posterior wall and box ablation, ¿temperature too high¿ occurred 4 times. When the qdot micro¿ catheter was removed from the patient's body, thrombus adhesion was confirmed. After flushing, ¿temperature too high¿ occurred once, but the procedure was completed without any problems. Vitals were unchanged. The patient was discharged to the general ward. No ablation exceeded 4 seconds because only qmode+ was used. 'Temperature too high¿ appeared. There was no irrigation failure. The physician noticed it when the temperature changed and the catheter was removed from the patient's body. Activated clotting time was maintained around 300sec. Vitals were unchanged. The patient was discharged to the general ward. The patient has exhibited no neurological symptoms.